Manufacturer narrative:
H10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. An on-site non-baxter technician repaired the device (no further information provided). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during therapy with an ak 96 machine, an external water leak was observed at the bottom of dialysis machine. No alarm was reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.